Manufacturer narrative:
Product complaint # (B)(4). Date sent: 5/23/2019 device evaluation summary: call home was reviewed by engineer: I see the case was started with probes on channels 1 and 2 but several reflected power errors were seen on channel 2. That probe was moved to channel 3 and was used for about 6 ablations with no issues. At this point a few reflected power errors were seen on channel 1 and that probe was disconnected and only the probe in channel 3 was used for about 10 more ablations with no errors. A new probe was connected to channel 1 and it was used without error for 4 ablations then experienced intermittent reflected power errors. The probe that was in channel 3 was moved to channel 2 and never tested before it was moved back to channel 3 several minutes later. The probe was not tested for several minutes and when it was tested it looks like it was not connected all the way to the pdm and failed test with a cooling error. This probe was connected and disconnected to channels 2 and 3 several more times and had several more reflected power errors. Based on what I see in this data I do not believe there is a problem with the system. A demo probe was connected to both channels after the case and was able to activate on channels 2 and 3. This indicates to me that the initial reflected power errors seen on channel 2 and then channel 1 were the result of the probe not being fully in tissue. When the probes were connected and disconnected several times, the issues seen at this point appear to be from bad connections of the probe to the system. Probe nm18ncb67140 (23 uses) was investigated at neuwave. The probe returned taped to a probe clip with a bent cannula at the point where the clip ends. This was at the 7cm mark from the tip. The probe was tested and passed but could not be definitively tested since the probe was damaged. The root cause is unknown. In summary, the call home data for this case was reviewed. Several reflected power messages and a cooling error were observed. Two devices were returned for investigation. One device had a cooling error on test. Because of this error, the probe could not be tested further. The cause of this cooling error could not be identified. The second device used in the case was investigated and a bent cannula was observed. The device did not experience any reflected power errors but a full analysis was not possible given the condition of the probe. The root cause of the cooling error and reflected power messages reported and observed in call home could not be identified. Lot ml18063612, work order 007930 was reviewed (in process sn 7). There were no problems seen during the manufacturing or testing of this lot. Additional information was requested and the following was obtained: was the source of bleeding identified? During resection and ptc, one of the two probes used for ptc kept getting a reflected power reading. I verified with dr. To make sure both probes were in tissue. Probe 2 on channel 2 was the one in question. The bleeding was coming from a dual puncture probe 1 and 2 but only probe 1 on channel one was doing the actual ptc. I then told dr. To wait a min after 3-4 attempts to engage dual probe ptc, I moved probe 2 on channel 2 to channel 3. I retested both probes since it cleared out previous settings. Probe 2 on channel 3 will not go beyond the test cycle and just circled around for a couple of minutes. Probe 1 on channel 1 was still functioning properly. I checked on all connections, reconnected it back to channel 3 and still will not engage. I asked the physician to pause for a minute while I checked the back 3 prong connection to make sure we have a good connection including the power cable. Additionally, the foot switch was also displaying on and off the monitor screen as if its not making good connection. I also unplugged that and moved it to second port for foot switch. Dr. At this time had just requested for me to manually operate the ptc. However, he did say that he will not continue to keep poking the liver if 2 probe ptc is not working. So he requested for me to get a replacement (3rd probe). There was not a 3rd probe avail in or. I had to run down to ir to borrow the 3rd probe. This patient has a large questionable lesion/hemangioma. Were the probes used in the area of the bleeding? Yes. Were the probes connected to the bleeding event? If so, why? It is somewhat connected because of the function of the probes as ptc and using it on an open case in which dual probes on a clip is the standard process we used for a resection and creating 2 puncture marks on a hemangioma appearing mass caused bleeding that should have been prevented or stopped with our probes. However, in my experience, hemangioma cases tend to have more bleeding than cancer/mass. So, to say that the bleeding is primarily due to our probes in not 100% true. Was there an alleged deficiency with the harmonic device used in the case? Not that I know of, witnessed or none discussed to me. What is the current status of the patient? Per the surgeon, patient is doing really well aside from the transfusion they had to give during the surgery. Patient was recovered and admitted per his standards and discharged. Patient has since had a follow up with him. Dr. Did not elude or report any chief complaints from patients. Patient is at home recovering.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the source of bleeding identified? Were the probes used in the area of the bleeding? Were the probes connected to the bleeding event? If so, why? Was there an alleged deficiency with the harmonic device used in the case? What is the current status of the patient?

Event description:
It was reported that during a liver resection, two pr15 probes were opened, tested, put on clip, attached to channel 1 for probe 1 and channel 2 for probe 2, and inserted into the patient. The doctor attempted to activate the probes using the footswitch and the footswitch has intermittent activation. Probe 1, channel 1 was set for 95 watts, for twenty five seconds and completed the process. Probe 2, channel 2 kept getting a reflective power error message. Probe 2 was switched from channel 2 to channel 3 but had to reprogram all settings. Attempted to test the probe and the probe wouldn't pass the test on channel 3. A second like probe was tried on channel 2, the probe wouldn't complete the test, attached the second like probe to channel 3, had to reset the settings, again, but probe wouldn't pass the test on channel 3. The doctor chose to discontinue using the neuwave unit and used harmonic enseal, as well as biologic products to continue the procedure. After the use of the probe from channel 1 and continuing while using harmonic, there was blood loss of 1200 cc of blood. The patient received a transfusion of three units of blood. The procedure was completed with harmonic and biologic products, as well as transfused blood products.